Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead measured high threshold measurements during implant, attempts to reposition was unsuccessful in the septum. Suddenly the patient became hypotensive and hypoxemic. An echocardiogram confirmed a pericardial effusion due to perforation. A pericardiocentesis was performed and the patient stabilized. The procedure resumed and the rv lead was successfully implanted in the apex. The physician noted that the perforation may have been caused by poor myocardial condition as the patient had a myocardial infarction two days prior. The lead remains in service. No additional patient effects were reported.